Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case should have been captured as canada. Furthermore, the suspect drug essure was recoded to capture the correct country also. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case should have been captured as (B)(6). Furthermore, the suspect drug essure was recoded to capture the correct country also. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('perforation of uterus'), perforation ('perforation of other organs'), pregnancy with contraceptive device ('unintended pregnancy') and device dislocation ('migration of the essure device to the abdominal cavity or pelvic cavity') in an adult female patient who had essure (batch no. 50686226) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2021: new reporter types (lawyers) and new adverse events (perforation of the uterus, fallopian tubes and other organs, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, chronic abdominal pain, pelvic pain, back pain, excessive bleeding, allergic reactions, auto-immune reactions, headaches, chronic fatigue, vertigo, weight changes, hair loss, tooth loss, mood changes, anxiety, depression) were provided. The adverse event medical device removal was added as non-drug treatment of the adverse event fallopian tube perforation. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal cavity or pelvic cavity") in an adult female patient who had essure inserted (lot no. 50686226). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of insomnia, migraine, recurrent urinary tract infection, anxiety, appendicitis, diverticulosis, endometriosis, cesarean section, parity 2, gravida ii, psoriasis, psoriasis, ganglion cyst, sulfonamide allergy, low back pain, pain in hip, genital bleeding and cramp in lower abdomen. Previously administered products included: tylenol and ibuprofen. The patient had a family history of celiac disease, breast cancer, uterine cancer and ovarian cancer. Concurrent conditions were listed as lymph nodes enlarged, vaginal discomfort, adenomyosis, hematuria, constipation, ovarian cyst, left lower quadrant pain, painful intercourse, uti, lower abdominal pain, urinary frequency, hematuria, urgency urination, dysuria, menses irregular with excessive bleeding and intermenstrual bleeding. Concomitant products included toradol (ketorolac tromethamine), ciprofloxacin, macrobid [clarithromycin] for pain, visanne (dienogest) for pain, hydromorphone hcl (hydromorphone hydrochloride) for pain, dilaudid (hydromorphone hydrochloride), ibuprofen and naproxen. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: bilateral essure tube coils are seen. No abnormal contrast extension beyond the essure tube coils are identified. No filling defect of the uterine cavity was identified [pathology test] on (B)(6) 2019: clinical history: essure coils - chronic pain, wanted removal. (Essure coil lawsuit - all uterus and tubes source of specimen uterus and cervix, bilateral fallopian tubes and bilateral essure gross description: the specimen container labelled ''uterus, cervix, bilateral fallopian tubes and bilateral used essure coils contains the uterine corpus with contiguous cervix (8.5 x 6.5 x 4.5 cm) with the bilaterally attached fallopian tubes and fimbriae (right - 7 .5 cm in length and up to 0.5 cm in diameter, left- 8 cm in length and up to 0.4 cm in diameter). The ovaries are not submitted. The proximal tip of the essure coil is visible within the endomyometrium just adjacent to the right comu. The distal tip of this essure coil can be seen extending through the serosa of the proximal right fallopian tube just beyond the right comu. The right essure coil measures 2 cm in length and occupies the proximal 1/4 of the right fallopian tube. The right fimbria and the rest of the right fallopian tube are grossly unremarkable. There is a white circumscribed portion (1 x I x 0.6 cm) adjacent to the left fimbria. Incremental sectioning of the left fallopian tube reveals the presence of the essure coil occupying the proximal 1/3 of the left fallopian tube. The left fimbriae and fallopian tube are otherwise unremarkable. Diagnosis uterus cervix bilateral fallopian tubes proliferative phase endometrium adenomyosis essure coils identified as described above [ultrasound pelvis] on (B)(6) 2018: history: right lower quadrant abdominal pain for 4 days. Pain on dre. Right adnexal mass? Comparison: pelvic ultrasound from (B)(6) 2018 findings: pelvis: the patient declined endovaginal imaging. Uterus is anteverted measuring 9.0 x 3.0 x 1.0 cm. Both ovaries are normal in appearance. There is a simple cyst in the left ovary measuring 2.8 x 3.1 x 2.3 cm which most likely represents a follicle. No pelvic free fluid. Impression: no significant abdominal or pelvic pathology is identified to explain the patient's symptoms; on (B)(6) 2019: clinical indication: assess for adnexal mass. Post hysterectomy. Any pelvic collections comparison: on (B)(6) 2018 findings: transabdominal and transvaginal imaging was performed. The patient has had a hysterectomy. Both ovaries are visualized and are normal. There is no pelvic free fluid. Benign subcentimeter lymph nodes are noted within the left groin lot number: 50686226 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions & concomitant drugs are added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('perforation of uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal cavity or pelvic cavity') in an adult female patient who had essure (batch no. 50686226) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. Lot number: 50686226 manufacture date: 2012-09 expiration date: 2015-09. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.